Event description:
Following a routine hemodialysis treatment, it was reported that the patient's weight was (B)(6) below the targeted post treatment weight. Nurse administered 600cc of saline for a low blood pressure, 67/p. Nurse reported patient has a history of low blood pressure. No other medical intervention was provided.

Manufacturer narrative:
Investigation of the device is ongoing at the time of this report. A follow up report will be submitted.